Manufacturer narrative:
The customer reported that the bedside monitor (bsm) was giving both high and low nibp readings. The device was sent in for evaluation and the reported problem could not be duplicated through testing and extended operation. The unit was tested per the operator's/service manual and operates to manufacturer's specification. The unit was returned to the customer.

Event description:
The customer reported that the bedside monitor (bsm) was giving both high and low nibp readings.

Manufacturer narrative:
The biomedical engineer at the site evaluated the device by taking self-measurements and judged nibp readings both high and low. But when the device was returned to the repair center and was tested against a calibrated simulator, it was found to be give both correct and consistent readings i.e. No malfunction was found.

Manufacturer narrative:
Corrected data: serial number. Additional information: type of report, if follow-up, what type.

Manufacturer narrative:
H10: additional narrative: (B)(6) reported on (B)(6) 2018 that their ay-671p-qm s/n (B)(6) unit was measuring both high and ow nibp readings. The customer tested the unit on themselves and they would see both higher and lower values when compared to another bedside beside it. Service requested: repair/loaner. Service performed: repair/loaner. Ay-671p/sn-(B)(6) the unit was cleaned and evaluated. The reported problem of" unit is getting both high and low nibp readings" could not be duplicated through testing, trouble shooting, and extended operation of the device. The unit was tested with multiple known good nellcor spo2 cables. Also tested with a mu-631ra/sn-(B)(6)/ver.05-01, bedside was also tested with on the network with a known good working cns. Review of the device history indicates no previous cnd status. Theunit was tested per operator's/service manual. The unit completed 2 days of extended testing and operates to manufacturer's specification. Investigation result(s): the root cause of the issue could not be identified due to being unable to duplicate the reported issue. The biomed at the customer facility evaluated the device by taking self-measurements and judged nibp readings to be both high and low. When the device was returned to the repair center, the unit was tested with a calibrated simulator and the unit was found to give both correct and consistent readings. The device serial number history shows that there have been no further/previously reported issues nor servicing for incorrect nibp readings. Review of the device history record (DHR) shows that the unit has no history of ncmr, CAPA, or other suspected defects (see attached). Although two similar tickets were found for nibp issues associated with (B)(4), ticket (B)(4) is the only ticket with the reported issue of nibp giving both high and low values. This indicates that the issue is isolated to this facility only. As the reported issue was found to be only occurring at this facility and the device performed without issue on a calibrated simulator, possible cause of the issue is user error. There is no suspected adverse trend and there is no indication of design deficiency. Investigation by qe has been completed at this time and investigational information within the record documents that the device was performing as intended by manufacturer. Correction: d4. Serial # - serial # of input box used in conjunction with the bsm system was entered. Should have been the serial # of the bedside monitor (bsm) f9. Approxiamte age of device- age of months based on input box serial #. Should be based on bsm. Corrected to reflect accurate age of the device. G4. Date received by manufacturer: should be 01/16/2018 not 02/13/2018 as listed on MDR initial report h4. Device manufacture date - based on input box. Should be based on bsm. Corrected to be manufacturere date of the bsm. The input box used in conjunction with the bsm is: model: ay-971p-qm serial # (B)(6). Manufacture date: 07/07/2017 approxiamte age of the device is:

Event description:
The customer reported that the bedside monitor (bsm) was giving both high and low nibp readings.